Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
"Rn called to inform PICC line leaking, went to examine, dressing saturated when flushed. PICC line leaking at white hub area."